Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. (B)(4).

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was placed into the abdomen of a patient during an ascites drainage procedure. Once the drain was in position, leakage was noted where the catheter joins the mac-loc. The catheter was then successfully replaced with a like device and the procedure was completed successfully. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The device will be returned to the manufacturer for further evaluation.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 05dec2018, it was reported that photos, operating reports, x-rays or scans will not be provided by the facility.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Product received on: 30nov2018. Investigation : evaluation. A review of the dimensional verification, complaint history, documentation, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a leak between the catheter tubing and connector cap. The connector cap inner diameter, mac-loc hub inner diameter, and catheter tubing outer diameter and found them all to be within manufacturing specifications additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.